Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution would not run through a clearlink continu-flo solution set while initiating the IV therapy for infusion, even with the clamps off and the roller clamp open. The customer stated that the clearlink continu-flo solution set was able to prime successfully, but when the set was connected to a non-baxter extension set and connector, solution did not flow. The set was then disconnected from the non-baxter extension set and connector; however, the set still did not flow. There was no patient injury or medical intervention associated with this event. No additional information is available.